Event description:
The event is reported as: the cuff did not inflate pre-check, prior to use on a veterinary pt. No reported injury.

Manufacturer narrative:
Product was not received by MFR for eval at time of this report. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.